Manufacturer narrative:
Visual evaluation of the complaint device found that only the clip assembly was returned for evaluation. A visual examination of the clip assembly noted that one of the prongs was locked in the capsule and the other prong was not. Both prongs were attached to the clip assembly; however, it was noted that one of the prongs were bent. The failures observed are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a flexible sigmoidoscopy procedure performed on (B)(6) 2015. According to the complainant, the patient presented with bleeding. During the procedure, the clip was successfully opened and closed three times; however, upon deployment, the clip detached from the device in a hyperextended position and one arm broke off and separated from the clip into the patient. All components of the clip were retrieved from the patient's duodenum using an endoscopy raptor grasping device. The procedure was completed with another resolution clip device. The issue with the resolution clip prolonged the procedure, thereby prolonging the patient's bleeding. The patient was admitted to the hospital for monitoring to ensure stability following the procedure. The patient was reported to have been discharged from the hospital.

Manufacturer narrative:
(B)(4) clip falls into the patient in an open state. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a flexible sigmoidoscopy procedure performed on (B)(6) 2015. According to the complainant, the patient presented with bleeding. During the procedure, the clip was successfully opened and closed three times; however, upon deployment, the clip detached from the device in a hyperextended position and one arm broke off and separated from the clip into the patient. All components of the clip were retrieved from the patient's duodenum using an endoscopy raptor grasping device. The procedure was completed with another resolution clip device. The issue with the resolution clip prolonged the procedure, thereby prolonging the patient's bleeding. The patient was admitted to the hospital for monitoring to ensure stability following the procedure. The patient was reported to have been discharged from the hospital.